Manufacturer narrative:
Product event summary : the partial lead was returned in segments and analyzed; analysis revealed a flex fracture of the distal conductor. This lead was reported as included in the field action noted but returned product investigation found the lead did not perform as de scribed in the field action. The lead is no longer included as part of the field action.

Event description:
It was reported that the patient experienced inappropriate therapy due to right ventricular lead noise. The pacing impedance was high and there were non-sustained ventricular tachycardia episodes; a lead integrity alert was triggered. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.